Event description:
A hospital in (B)(6) reported a general complaint for the rd800 series neonatal resuscitation masks via a fisher & paykel healthcare representative. The hospital reported that the positive end-expiratory pressure (peep) varies when using the rd800 series masks with a neopuff infant resuscitator. No patient consequence were reported.

Manufacturer narrative:
(B)(4). The hospital reported that they are having a general problem with the rd800 series masks. The rd800 series masks are available in five sizes. The applicable part numbers are as follows: part number: rd803-10, size: 35mm; rd804-10, 42mm; rd805-10, 50mm; rd806-10, 60mm; rd807-10, 72mm. No sample masks are available for investigation. Fisher & paykel healthcare has requested further information regarding the pressures observed by the hospital staff and the use of the masks. We will provide a follow-up report upon receipt of the requested information and completion of our investigation.